Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging prostate cancer. Medical intervention was not specified. The manufacturer was made aware of this complaint through a representative of the customer. The device has not yet been returned to the manufacturer for evaluation. Three attempts to have the device returned for evaluation and investigation were unsuccessful. At this time, no further investigation can be performed. If any additional information is received, a follow-up report will be filed.

Manufacturer narrative:
H3 other text: device not returned to manufacturer.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging prostate cancer. Medical intervention was not specified. The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service center, during the evaluation, secondary findings was observed. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer service center. There was one error code found. Initial reporter details were updated in this report. Outcomes attributed to ae was corrected in this report. Evaluation method code grid, evaluation results code grid, conclusion code grid was updated in this report.